Event description:
It was reported that during a bifurcation dilatation of the lad and diagonal vessels, an opensail was in the lad over a whisper guide wire, and the 2.5x20 crosssail was in the diagonal over a universal bmw guide wire. An inflation was done and the system was pulled back into the guide catheter, but resistance was encountered; it was thought that the systems were tangled up in the guiding catheter. The rhv was disconnected in an attempt to untangle the systems, and force was used to remove both devices. Both systems were removed; however, the distal end of the crosssail was left inside the guiding catheter. The guiding catheter was then reengaged into the coronary and an angiogram was performed before the distal end of the crosssail was visulalized. A snare was used to capture the distal end of the corsssail.